Event description:
The customer contact reported a tubing separation; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was primed in the pharmacy with an unspecified concentration of gemcitabine and was placed in an unspecified packaging. It was reported as the nurse removed the tubing set from the packaging, the tubing separated from the filter. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was initiated. There were no reported adverse effects to the nurse. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.